Event description:
A nurse reported that during laser assisted in-situ keratomileusis (lasik) surgery, the patient's astigmatism was over corrected. Without any obvious application errors. The patient still has astigmatism. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).